Event description:
Major pump unit(s) involved: drive unit failure. Specific component(s) involved: drive-line malfunction.

Event description:
Major pump unit(s) involved: drive unit failure. Additional text: infection, seeded from pacer wires per ID consult (B)(6) 2012. Specific component(s) involved: driveline malfunction. Additional text: infection. Causative or contributing factor: no specific contributing cause identified. Intervention(s): replacement of pump. Implant device type: both (in the same or visit). Malfunction device type: lvad.